Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had persistent back pain. Reprogramming provided improved coverage. Follow-up revealed on (B)(6) 2013 effective back coverage could not be established during reprogramming. The physician recommended x-rays to determine lead placement. Further follow-up revealed x-rays did not confirm lead migration. The physician has opted to increase one of the pt's medications and after which time the pt may consider surgical intervention.